Event description:
(B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2010, the patient presented with chest heaviness and intermittent shortness of breath. The patient was diagnosed with unstable angina and non q-wave myocardial infarction (mi). Six days later, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in distal right coronary artery (rca) with 70% stenosis and was 5mm long with a reference vessel diameter of 3.0mm. The lesion was treated with direct stent placement using a 12x3.00mm taxus® liberté® stent, resulting in 0% residual stenosis. The target lesion #2 was a de novo lesion located in right posterior descending artery (r-pda) branch with 90% stenosis and was 8mm long with a reference vessel diameter of 2.0mm. The lesion was treated with pre-dilatation followed by placement of a 2.25x12mm taxus liberte stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented to an outside facility with angina. The patient was hospitalized. At the time of the event, the patient was taking aspirin and study drug and other antiplatelet medication was never taken during the study. Coronary angiography revealed 50-70% proximal stenosis just prior to patent stent and 30-50% stenosis at the end of the patent distal stent in rca. The patient was treated with direct stent placement of a 3.50x33mm non-bsc drug eluting stent in proximal rca, resulting in 0% residual stenosis. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product.  The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.  (B)(4).